Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power, low voltage, and power cable disconnect alarms was confirmed via the submitted log files. The log files revealed on (B)(6) 2025, when connected to battery power, multiple intermittent atypical power cable disconnect and low voltage alarms are captured. The alarms were associated with relative state of charge (rsoc) invalid faults. From 17:00:17 - 17:00:20, low power hazard and no external power alarms are captured and associated with both power cables being in an alarming state. During this interruption the backup battery supported the pump without interruption. The driveline was disconnected at 17:02:43 consistent with the reported controller exchange. No other notable events were observed. Pump appeared to function as intended. The system controller (B)(6) was returned for testing. The system controller passed all tests and was able to support a mock circulatory loop for an extended duration without issue. Provided information indicated that the alarms resolved with a controller and battery clip exchange. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ instruct the user to clean the metal contacts on the batteries and inside the battery clip at least once a month. Use a lint-free cloth or cotton swab that has been moistened (not dripping) with rubbing alcohol. Let the alcohol dry before using the batteries or battery clips, or before placing batteries into the battery charger. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power, no external power alarms. The heartmate 3 IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. This section states to clean the contacts on the battery clips lightly with alcohol to ensure proper connection. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller had "done haywire" and the patient performed a system controller exchange. The patient stated that the system controller had been alarming that it was not connected to power and when the patient swapped the battery the alarms would temporarily stop. Afterwards they stated that all the lights would go off which led them to exchange to the backup controller. Patient is unsure if their battery clips have been exchanged and reported that the issue had been occurring on and off since their discharge from the hospital and sometimes when wires were manipulated. Log files were submitted for review and captured multiple low voltage advisory events on the afternoon of (B)(6) 2025 while patient was on battery power. The batteries were at low end of charge which appeared to cause the alarms. There also appeared to be a weak connection between the 14v battery contacts and the battery clip contacts. Low voltage hazard/ no external power alarms on battery power were noted on (B)(6) 2025 at 1700 after an apparent dual power lead disconnection. The event lasted approximately 3 seconds then one battery was connected which resolved the hazard condition. Random "connect power" events were also noted after the low voltage hazard/ no external power events on battery power up until the system controller was exchanged on (B)(6) 2025 at 1703. The system controller and the battery clips were exchanged. It was said that the exchanged equipment resolved the event.